Manufacturer narrative:
The problem was confirmed and determined to be from the main pcb. The main pcb was replaced restoring the n-560 to operation.

Event description:
Covidien service center in singapore received a report of a n-560 where customer stated he cannot hear the sound of alarm; the alarm volume was set to maximum level. No patient involved.